Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. Additional information provided by the customer indicated that the balloon leaked during the procedure, a pinhole was observed on the balloon, the device was confirmed to be in good condition after unpacking and during preparation, no leakage from the balloon was observed during preparation, the device was prepared as per device directions for use (dfu) and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of 'undeterminable' has been assigned to the as reported event.

Event description:
It was reported that when the subject device was inflated in the patient's body, the contrast was leaked. Therefore, it was removed and inflated at out of the patient body and the pinhole was confirmed. The procedure was completed with the new same one. There was no clinical consequences to the patient due to the reported event.